Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose in the 40 mg/dl range and a blood glucose was 199 mg/dl. Troubleshooting was initiated and the customer confirmed that the threshold suspend alarm did not occur shortly after performing a "find lost sensor". The customer did have calibration error alerts, and she was advised that these alerts may have been caused by rapid increases or decreases in her blood glucose values. The sensor will be returned for analysis.

Manufacturer narrative:
Performed continuity resistance test and sensor failed per specifications.